Manufacturer narrative:
Approximate age of device - 3 years. Thrombus was confirmed through the evaluation of the returned explanted pump. The device was returned assembled with the driveline cut approximately 10.5 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the returned pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Further examination of the pump revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, these thrombus formations would have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient was admitted to the hospital due to elevated hemolytic markers. On (B)(6) 2016, a pump exchange to was performed due to suspected thrombus. No additional information was provided.